Event description:
It was reported that the inner shaft of the expander broke during surgery. The surgeon was able to remove the broken tip from the cage and complete the case with no issues for the patient.

Event description:
It was reported that the inner shaft of the expander broke during surgery. The surgeon was able to remove the broken tip from the cage and complete the case with no issues for the patient.